Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated potassium result of 6.6 mmol/l was generated on the architect c4000 analyzer for a nursing home resident, sample (B)(6), on (B)(6) 2017 at 7:30 a.m. The patient was taken to the emergency department and blood was drawn at 10:55 a.m. With a potassium result of 5.1 mmol/l. Normal range is 3.5 to 5.1 mmol/l. Sample (B)(6) was retested a couple days later and results were 6.6 mmol/l. The customer stated that no treatment was given to the patient based on the elevated result.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument and no issues were observed, no parts were replaced. Tracking and trending did not identify an adverse labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.